Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the orange (+5v) and yellow (pgnd) wires were open in the trunk cable, which caused the reported service code 204. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wires. The pt received a replacement electrode belt.